Manufacturer narrative:
. H3): the device was discarded, thus no device evaluation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv) lead due to non function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the lv lead, advancement was achieved down the lead and the lv lead released. While removing the glidelight, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon and sternotomy. A large superior vena cava (svc) perforation was discovered and repaired. The rv lead was removed post sternotomy, and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.